Event description:
It was reported that during routine follow up, multiple stored episodes of non-sustained lead noise was observed. There were no consequences to the patient. Patient condition was good and continued with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.